Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device : unknown') and pelvic pain ('persistent pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. B42242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (dilation and curettage) in september 2011, morbid obesity, inflammation nos, adnexa uteri pain, streptococcus group b sepsis, multigravida, parity 2, vaginal delivery and paratubal cyst. Negative for epithelial cell abnormality;. Concomitant products included doxycycline since may 2017, ethinylestradiol;norgestimate (trinessa) and paracetamol (tylenol) since december 2013. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain/ loss (specify which one)") and experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back area pain") and vaginal discharge ("vaginal discharge"). The patient was treated with bupropion hydrochloride;naltrexone hydrochloride (contrave), metronidazole (metrogel), phentermine (adipex), phentermine hydrochloride;topiramate (qsymia) and surgery (salpingectomy (bilateral removal of fallopian tubes and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, weight increased, anxiety, depression, dysmenorrhoea, dyspareunia, back pain and vaginal discharge had not resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 207 lbs. Right side there were 06 exposed coils ensuring good placement. The same procedure was carried out on the other side with 02 coils noted after removal of introducer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition :mental anguish, migration of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, and weight gain ¿, lot number added ,concomitant drug, medical history and lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migtration of essure device location of device : unknown') and pelvic pain ('persistent pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. B42242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (dilation and curettage) in (B)(6) 2011, obesity, inflammation, adnexa uteri pain, streptococcus group b sepsis, multigravida, parity 2, vaginal delivery and paratubal cyst. Negative for epithelial cell abnormality;. Concomitant products included doxycycline since (B)(6) 2017, ethinylestradiol;norgestimate (trinessa) and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain/ loss (specify which one)") and experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back area pain") and vaginal discharge ("vaginal dischare"). The patient was treated with bupropion hydrochloride;naltrexone hydrochloride (contrave), metronidazole (metrogel), phentermine (adipex), phentermine hydrochloride;topiramate (qsymia) and surgery (salpingectomy (bilateral removal of fallopian tubes and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, weight increased, anxiety, depression, dysmenorrhoea, dyspareunia, back pain and vaginal discharge had not resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 207 lbs. Right side there were 06 exposed coils ensuring good placement. The same procedure was carried out on the other side with 02 coils noted after removal of introducer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.; on (B)(6) 2014: unilateral occlusion (right tube occluded), malposition of essure device.the right coil was in place, but the left coil was mispositioned in the tube. Lot number: b42242 manufacture date: 2013-06 expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migtration of essure device location of device : unknown/ migration'), pelvic pain ('persistent pelvic pain/pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B42242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (dilation and curettage) in (B)(6) 2011, obesity, inflammation, adnexa uteri pain, streptococcus group b sepsis, multigravida, parity 2, vaginal delivery and paratubal cyst. Negative for epithelial cell abnormality;. Concomitant products included doxycycline since may 2017, ethinylestradiol;norgestimate (trinessa) and paracetamol (tylenol) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back area pain"), vaginal discharge ("vaginal dischare"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain/ loss (specify which one)"). The patient was treated with bupropion hydrochloride;naltrexone hydrochloride (contrave), metronidazole (metrogel), phentermine (adipex), phentermine hydrochloride;topiramate (qsymia) and surgery (salpingectomy (bilateral removal of fallopian tubes and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, weight increased, anxiety, depression, dysmenorrhoea, dyspareunia, back pain and vaginal discharge had not resolved, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 207 lbs. Right side there were 06 exposed coils ensuring good placement. The same procedure was carried out on the other side with 02 coils noted after removal of introducer. Plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on(B)(6)2014: essure device was successfully occluded.; on(B)(6) 2014: unilateral occlusion (right tube occluded), malposition of essure device.the right coil was in place, but the left coil was mispositioned in the tube.. Lot number: b42242 manufacture date: 2013-06 expiration date: 2016-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: general abnormal bleeding, abdominal pain and psych injury were added. Outcome for events pelvic pain, abdominal pain and general abnormal bleeding were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.